Manufacturer narrative:
Although requested, the affected product has not been received and patient demographics have not been provided. A follow up report will be submitted with investigation results should the devices be received for evaluation. The "outcomes attributed to ae" is defaulted as "other," as it was unspecified and unconfirmed if there was patient harm. (B)(4).

Event description:
It was reported that there was an air-in-line alarm error on the unit, however the pump did not alarm. There was a vague report of patient harm, however although details of the event, as well as the extent of the patient harm have been requested, no information has been provided. No air in the line reached the patient.

Manufacturer narrative:
Additional information added to: the customer¿s reported issue that there was air in the lne and that the pump module did not alarm could not be confirmed. The disposable set was not returned for investigation. No existing malfunction was found, and the pump module, at the 250¿l setting, detected the ail within specifications. The system was being used for treatment. Log analysis results: the pump module had completed a secondary infusion and transitioned to a primary infusion of the fluid maintenance ivf (drugid=85). Approximately an hour later the rate and vtbi were changed to 150ml/h and 500ml respectively. Approximately ten minutes later the infusion was paused and terminated. The total volume infused of the primary maintenance ivf fluid was recorded at 1010.72ml. The secondary volume infused of the drug acetaminophen was recorded at 75.021ml. No ail event was found recorded during the above noted infusions. A root cause was not identified.

Event description:
It was reported that there was an air-in-line alarm error on the unit, however the pump did not alarm. There was a vague report of patient harm, however although details of the event, as well as the extent of the patient harm have been requested, no information has been provided. No air in the line reached the patient.